Manufacturer narrative:
Batch review performed on 13 march 2020: lot 151447: (B)(4) items manufactured and released on 05-aug-2015. Expiration date: 2020-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, more than 4 years after primary surgery, reporting pain due to a potted stem. The surgeon revised the stem, head, and liner and the surgery was completed successfully.